Event description:
Device issue: stent dislodgement. Time of device issue: during prep. Adverse event: none. It was reported that during prep when pulling off the stylet, the stent dislodged. The device was not used in the patient. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the sds was returned with blood visible on the balloon and the contrast in the inflation lumen, which is consistent with handling and suggests that the device had been prepared for use. The stent implant was dislodged from the sds and returned inside the orange protective sheath, confirming the reported dislodgement. However, there were crimp marks visible on the tightly folded balloon between the markers, indicating that the stent had been originally positioned correctly and securely at the time of manufacture. Measurements of the outer diameter of the stent and the inner diameter of the protective sheath were also taken and all dimensions met mfg criteria. Although no other damage was reported, the analysis revealed that there were two bends in the proximal end of the stent implant. In this case, since this damage was not originally reported in the case description, the stent may have become bent from handling during removal of the protective sheath or due to further handling as it was packaged for shipment back to abbott vascular for analysis. If significant pressure is inadvertently applied during removal of the protective sheath, this can cause the stent to experience mechanical damage and become disrupted on the balloon, which may also facilitate dislodgement. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. In addition, a query of the complaint-handling database did not reveal any similar incidents with this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, based on the info received with this complaint and the analysis of the returned product, the reported stent dislodgement and damage noted may have been related to handling during preparation for use, however, a definitive cause cannot be determined. All stent delivery systems are 100% visually inspected online for damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters during the mfg process at abbott vascular. A sampling of units is also subject to a stent movement test to verify stent security.